Event description:
It was reported that on (B)(6) 2018 this lead was reported to be dislodged with loss of capture due to twiddlers syndrome. The lead was repositioned and was left implanted. On (B)(6) 2018, the lead was explanted due to dislodgement again. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.